Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate. The programmer's overlay/bezel assembly was replaced and calibrated to the stylus. It was also indicated that the power supply fan was noisy, and therefore the power supply was replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus would not calibrate. Multiple attempts were made to calibrate without success. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.